Event description:
After having ect (electroconvulsive therapy) and told my memories would return did not happen. I have permanent memories gone forever, I'm no longer good at math like I used to be. My personality is permanently changed into someone I was not before ect. I am no longer outgoing. I am afraid of things that I never experienced before ect. I am disabled and now I feel overwhelmed all the time. I don't like interacting with people like I used to. Many memories I do have are incorrect. Ect literally changed me into someone I hate and I can't handle large gatherings of people like I used to have no problem with. I don't even like being around other people most of the time. I am tired and devastated and wish I was dead. This is all a result of ect. My family and friends have all told me that I am not the same since having ect. I can't get my long-term memories back, I am extremely reclusive, and I am just hoping to die. Ect is a terrible treatment and no one should be told that it does not affect long-term memories, abilities, friendships, lifestyle, etc. I was 18 years old when I received ect the first time. It does permanent damage to the brain! I am 60 now and have not been able to keep a job for most of my life.